Event description:
Per the clinic, the patient experienced skin issues at the abutment site. The patient underwent a revision surgery (date not reported) and was equipped with a new fixture and implant magnet.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.